Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned device included the guidewire, arteriotomy locator, hemostasis sheath, polyfoil pouch, carrier tube assembly, tray and header bag. Visual inspection revealed that the arteriotomy locator was not mated to the hemostasis sheath. The guidewire was intact. The polyfoil package was opened, and the carrier tube assembly was inside. The color bands on the carrier tube assembly locking mechanism was not engaged and the colored bands were not exposed. The pouch was also observed to not have been fully opened. The carrier tube assembly was subjected to further inspection. It was found that the bypass tube was dislodged. The bypass tube was attempted to be pushed back into position but there was a lot of resistance. Under microscope, it was observed that a longitudinal slit on the shaft of the carrier tube assembly was exposing the collagen. The anchor was cut off so the bypass tube could be taken off for measurement. Dimensional testing was performed. Measurements were taken of both the bypass tube ID and the carrier tube od. The carrier tube was measured to be 0.081" which was within specification of 0.078"-0.082". The bypass tube ID was measured using pin gauges with the go pin measuring 0.091" which was within specification of 0.091" + 0.002"/-0.001". The complaint could be confirmed for a dislodged bypass tube. Based on the state of the returned device, the exact cause of the event cannot be determined but failure to follow the instructions in the IFU may have contributed to the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while they were opening the angio-seal package, it was noted that the different elements were not correctly in place and a second package was opened. There was no harm to the patient.